Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs extension dual, model: 3343ans, UDI: (B)(4), serial: unknown, batch: 5656389.

Event description:
It was reported that during a revision procedure the dual port extension was cut and left implanted because it was too invasive. Investigation was unable to determine which extension was cut.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.